Event description:
It was reported that a patient experienced cloudy effluent fluid, abdominal pain, and fever coincident with continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for this event; however, treatment was not reported. On an unreported date, the patient¿s pd catheter was removed and capd treatment was discontinued. At the time of this report, the patient status was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an evaluation could not be completed. Should additional relevant information become available, a follow-up will be submitted.